Event description:
It was reported to baxter that an administration set had a disconnection between the tubing and drip chamber. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported a disconnection between tubing and the drip chamber. Batch file review did not reveal any issues related to this complaint. (B)(4) samples were available at the plant for evaluation. Visual inspection did not reveal any non-conformances. A push pull test between chamber and tube was performed on all the samples. No disconnections were revealed. Due to the fact that the actual sample was not available, the root cause couldn't be established.